Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.5/031 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens should be at 14 degrees but after a week the lens rotated to 70 degrees. The lens was re-positioned and after the surgery, the lens rotated again. The lens was explanted on (B)(6) 2021. The lens was exchanged for a longer lens and the problem was resolved. The patient is asymptomatic.